Event description:
The facility reported a colleague infusion pump with failure code 803:07, which may have interrupted a patient infusion in the facility's obstetrics/labor and delivery care area. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version for this pump is unknown.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 803:07 was resolved over the phone with the help of baxter technical support. The customer was instructed to remove the blue slide clamp from the pump's tubing channel. After removing the blue slide clamp, the pump powered up without failure code 803:07 recurring and the pump operated as expected. Therefore, the pump will not be sent to baxter for evaluation or repair. Should this device or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).